Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. The customer's blood glucose was 14.0 mmol/l. The customer stated that they bump the device constantly. The customer does not use the sensor feature. They were able to complete the rewind sequence. The customer also stated that the insulin pump had alarmed no delivery several times and the alarms were resolved by performing a complete set change of the reservoir and the infusion set. The discontinuation of the device was advised. Nothing further was reported.